Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited false elective replacement indicator (eri). The pacemaker was reprogramming to clear the eri alert. Patient condition was stable.